Event description:
Reporter stated that the lancet protruded from the end-cap of the multiclix lancet device, after firing. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported there were 7 ventricular sensing episodes and the patient was critical in the intensive care unit and a do not resuscitate. There was no capture at 6v and 1.0ms and r waves measure less than 1mv. It was also reported "there appears to be no sensing going on and pacing is also not occurring." It was later determined via review of manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.